Manufacturer narrative:
Continued h6 imdrf coding (health effect impact): f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade unknown, is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture with animation deformity" baker grade unknown, "bottoming of the both breast," and "lateral displacement of both implants causing a bubble deformity."

Event description:
Healthcare professional reported right side pain. Physician later noted "capsular contracture with animation deformity" baker grade unknown, "bottoming of the both breast," and "lateral displacement of both implants causing a bubble deformity." Mastopexy revision with open capsulotomy and the device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Migration: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side pain. Physician later noted "capsular contracture with animation deformity" baker grade unknown, "bottoming of the both breast," and "lateral displacement of both implants causing a bubble deformity." Mastopexy revision with open capsulotomy and the device was explanted.